Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the working tip of the expansion screwdriver snapped off inside the screw of the elevate cage. It was not realized until the instrument was taken out and examined the tip. There was no way to extract the screw tip from the cage, and it is still in the patient. The elevate cage migrated and patient had leg pain and numbness. Revision was performed to put cage back into place. There were no further complications reported regarding the event.